Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 279994 on panther instrument sn (B)(4) which had 6 discrepant samples. Customer re-aliquoted the 6 positive samples on the roche platform and another panther, where all samples were negative.

Manufacturer narrative:
Hologic technical support expert (tse) reviewed logs and found no instrument issues. Hologic product applications specialist (pas) reviewed logs and confirmed all runs were valid with consistent rlu values; 3 of the 6 samples had below 1000 rlus, indicative of low-titer samples. Pas noted that comparison of results should not be made since a new aliquot was used for the retest; a new aliquot is considered a new sample. Qa sent a letter to customer per their request. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.